Manufacturer narrative:
Troubleshooting of the device with the customer identified a lack of maintenance with the device. The asi light for this generation of product is run off the 9-volt battery. The AED was found reporting "replace 9-volt battery" indicating a lack of maintenance of the 9-volt battery resulting in the AED's asi light being blank. The maintenance schedule is reported as daily. The customer was advised to get a new 9v lithium battery and order new pads. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. The available information does not indicate that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that their AED has a blank asi. The pads have an expiration date of 02/28/2022. The reported event did not occur during patient use.